Event description:
Revision surgery - due to the knee being too tight; not allowing any movement in the knee.

Manufacturer narrative:
The reason for this revision was a result of the patient's tight knee joint and reduced movement of the knee after 1.5 years of patient use. No information was reported with this complaint about any other patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for this revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 271b1090. A total of 5 complaints have been submitted against this part number. This is the only complaint indicating a tight joint as the cause of the event. The root cause for the joint tightness and reduced movement could not be determined with confidence, but could be attributable to implant selection during the original surgery or tissue change in the patient's knee. There is no reported information that indicates a material, design, or manufacturing problem with this product.